Manufacturer narrative:
The MFR did not receive devices, or other source documents for review, as the pt is monitored and has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt was implanted a durom us acetabular component 58/52 r on the left side on (B)(6) 2007 and is currently being monitored due to pain, metal particles in hip, fluid collection and elevated cobalt and chomium level.

Manufacturer narrative:
Additional information was received on october 30, 2017. The devices were returned and the result of the visual examination has been made available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision due to pain, elevated metal ions and fluid collection. Review of received data surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ""instruction leaflet for endoprothesis" devices analysis. Visual examination: following components have been returned for investigation: durom cup and ldh head and head adapter all received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows none bone on growth on the anchoring side. The durom cup shows signs rim loading. The inner surface of the head adapter shows some surface changes in form of fretting corrosion the outer surface of the head adapter and the head taper could not be reviewed as the head adapter is still assembled in the ldh head. Conclusion: no further investigation required as this issue is known (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in (B)(4) 2008 as referenced above in and. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient has been revised on (B)(6) 2013.